Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period oct-19 through sep-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Event description:
N/a

Manufacturer narrative:
Additional reporter name: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an auto-fill failure occurred. It was also noted that the console was showing a heartrate of 40 but the actual heartrate was 90. No electrocardiogram (ECG) was detected so the customer went to pressure trigger in auto mode. When therapy was concluded, it was discovered that wire lumen had sheared inside iab membrane distal to co-lumen section. The patient previously had heart failure, which progressed to kidney failure during therapy.